Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was inappropriate auto mode switch (ams) due to noise on the atrial lead. Reprogramming changes were made. The patient was stable.

Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced due to noise. The patient was stable.